Event description:
Customer reported she has been experiencing high blood glucose for awhile and does not recall exact date of when issues started. Customer has been working with doctor to control blood glucose. Customer was currently fasting due to colonostrophy procedure schedule for tomorrow. Blood glucose was 422 mg/dl. Customer stated she was tired due to the device alarming all night. Customer was not hospitalized or experienced a serious injury due to issues. Current blood glucose was 144 mg/dl. Drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir alarm, low battery alarm, a few suspended due to low sensor readings. Customer did not have tubing clamp unable to perform high pressure test. Cannula was not occluded. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.